Event description:
It was reported that high impedances were measured (>40,000 ohms) on the combination electrode 3 (-) and case (+) of the implantable neurostimulator (ins). It was also noted that the patient had become "more aggressive" once a week. Follow up information reported that x-rays taken were okay and confirmed the high impedance. No stimulation parameters were provided to the patient with the outcome reported as okay.

Manufacturer narrative:
(B)(4)